Event description:
The customer reported via phone that they were having issues with the sensor glucose readings being different from the blood glucose readings. The customer recorded a sensor glucose reading of 220 mg/dl when their actual blood glucose level was 360 mg/dl. While troubleshooting, the customer was advised that the sensor glucose and blood glucose difference was within an acceptable range. The customer further stated that it was found the sensor was bent upon removal. The customer was advised to call back when the issue recurred. The customer declined to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.